Event description:
Two employees were transferring a male resident to a bed using a pt lifting device. Employee 1 was guiding and positioning the resident while employee 2 was pushing the lift into position, sliding the lift legs under the bed. During the transfer, the lift tipped forward and fell onto employee 1, dropping the resident onto the bed. The resident sustained no injuries but employee 1 sustained a contusion to the left side of her head, a concussion, multiple abrasions and twisted her back. The lift was removed from the floor and taken to the facilities maintenance for inspection. The facilities maintenance inspected the unit, no damage was evident. It was noted that a screw attaching the leg spread mechanism was found to be loose. The facilities maintenance ordered and replaced the screw. The lift was returned to the floor.